Event description:
Additional information received reported that the patient's leads and implantable neurostimulator were replaced and he was getting good therapy.

Event description:
It was reported the patient experienced a loss of stimulation following a lead revision which took place on (B)(6) 2013. Prior to the revision, it was stated, one lead was working but not placed in the correct location to cover the patient's pain. The other lead was reported to have had four contacts that read >4000 ohms or open. The patient's device was programmed using the viable electrodes and the patient stated they could not feel the stimulation. During the revision procedure, the neurostimulator was unhooked and the patient's leads were tested using a multi-lead trialing cable. Intraoperatively and for hours postoperatively, the patient was able to feel stimulation while using the four viable contacts. The morning following the revision, the patient stated they could no longer feel the stimulation. That same day, impedance testing was done on the patient's device and it was stated it "blows patient up," so the emergency off button was used because the patient was "so uncomfortable." The caller also indicated that the 8-15 lead had migrated and was "anterior." It was also stated that the patient can only feel stimulation on contacts 0 through 4 on the 0-7 l ead. The night of (B)(6) 2013, the patient reported the stimulation was turning on and off randomly. Additional information was requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4).